Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not properly recording things. This complaint is being reported because the alleged issue could cause problems with determining bolus amounts. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation, there were multiple boluses observed in bolus history. Normal 10 unit bolus and 10 unit audio bolus performed successfully and both accurately recorded in pump history. All activity performed during testing accurately recorded in pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.